Event description:
The customer reported obtaining intermittent hemoglobin (hgb) blank shift r flags during patient sample runs involving the unicel dxh 800 coulter cellular analysis system. The instrument generated r flags to alert the operator to review patient results. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The r flagged patient results were requested but the customer stated that the printouts are no longer available for névé.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced pinch valves vl104 and vl167 to resolve the intermittent hemoglobin (hgb) blank shift r-flags. The fse also bleached the hgb chamber and adjusted the calibration factors for mean corpuscular volume (mcv) and hemoglobin (hgb) to correct the xb analysis data and low (but within specification) mean corpuscular hemoglobin concentration (mchc) recovery. Xb analysis is a method of quality control used by the instrument which uses a weighted moving average of patient sample results. The fse verified the repairs as per established procedures and results met published specifications.